Event description:
The reporter stated that during a surgical procedure, the screw broke under the head of the screw. Integra has requested additional information.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.